Manufacturer narrative:
Internal complaint reference: (B)(4). New information received from the reported. Sections b5, b7, d1, d2a, d2b, d4, d6a, d6b, d10, g4, h4 & h6 were updated.

Event description:
It was reported that, after a right bhr surgery was performed on (B)(6) 2018, the patient experienced a femoral head periprosthetic fracture and displacement two-weeks postoperatively. The patient describes that while walking to his office, he felt as though was stepping into a hole, heard a cracking sound and then fell. X-ray images reportedly show implant migration due to the fracture. Femoral head component dislocated medially, and acetabular cup remained in place. This adverse event was treated by a bhr to thr conversion, performed on (B)(6) 2018, in which a polarstem and r3 acetabular cup were implanted. The patient was reported fairly well after surgery.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the total hip systems instructions for use adverse events includes implant loosening or fracture, particularly of smaller sized or high offset implants, is more likely to occur in patients who are young, physically active, and/or heavy, which may lead to implant failure and revision surgery. The surgical technique includes potential adverse effects, postoperative precautions (excessive physical activity levels, excessive patient weight, and trauma to the joint replacement may cause early failure of the implant) and contraindications (inadequate bone stock to support the device). Adequate primary femoral component implantation cannot be confirmed from the single electronic photocopied radiographic image. The adverse event was likely caused partially or wholly by the user of the product; however, mechanical impingement, bone quality and/or patient activity cannot be ruled out with certainty. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that following thr surgery performed on an unspecified date, the patient reported that one (1) unkn birmingham hip impl broke after two weeks. X-ray images reportedly show findings suggestive of possible implant migration. It is unknown whether this adverse event was treated. The current health status of the patient is unknown.